Event description:
It was reported that five days after the implantation of the xact stent in the right internal carotid artery, the patient experienced headache and right facial pain. The magnetic resonance imaging (MRI) showed a new area of an external capsule stroke. The patient was also found to be a non-responder to plavix, thus, the frequency of plavix was increased to twice a day. The patient was treated medically and two days after the stroke onset, the patient was discharged home with her neurological status back to baseline. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction. The reported patient effects of cerebrovascular accident, headache and pain are listed in the xact instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.